Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, it was noticed that the stent was dislodged from the stent delivery system (sds). The device was not used in the pt. No additional event or pt info is available.

Manufacturer narrative:
Results code - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood or contrast visible. The stent implant was dislodged from the balloon. The stent implant was returned on the stylet and inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There was no damage or kinks noted to the inner member or the tip. There was no other anomalies noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer measurements met mfg criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident info and results of the returned device analysis. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of mfg. Analysis of the returned device indicates presence of crimp marks on the still tightly folded balloon, suggesting that the stent implant was at least crimped onto the balloon at the time of mfg. The inner diameter of the protective sheath and the outer diameters of the stent implant met mfg criteria, indicating that there was no quality issue. There was no noted damage to the sds. The exact root cause of the stent dislodgement is unk. Although a conclusive root cause was undetermined for the reported stent dislodgement, there is no indication of a quality issue. There have been no other complaints reported with this part/lot # combination. This MDR is considered closed by the product performance group.